Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a flow limiting dissection was observed after the implantation of the xience v 3.5 x 12 in the proximal lad lesion. Another xience stent was implanted to cover the dissection. Timi iii flow was restored. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection is a known possible outcome of coronary stenting procedures, and is listed in the product instructions for use (IFU) as a potential adverse event. There was no report of damage to the product or difficulties experienced during the procedure which could have contributed to the dissection. Though a cause for the dissection cannot be determined, there are no indications of any product deficiencies which could have contributed to the outcome of the procedure.